Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that implant's head is round and all crowns on it move.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-0765704 the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. One osseotite® implant 5 x 11.5mm (oss511) was returned for investigation. Visual evaluation of the as returned product identified damaged internal drive feature and signs of use (bone residue). Additionally, implant collar and body were damaged possibly during removal. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing was not performed due to the nature of the device and event. No pre-existing conditions were noted. The device was intended for tooth 16 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot (2018112230) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018112230) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.